Manufacturer narrative:
Product evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm, vicmo12.1, -5.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
(B)(4).